Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by med information received by medtronic indicated that the key of insulin pump was not working. Customer stated that numbers were ramping on their own and the scroll bar was not moving with no input. Customer stated insulin pump was not exposed to a high magnetic field. No harm requiring medical intervention was reported. The device will be returned for analysis.